Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report #3005099803-2009-00399, for a description of the other device. An IV pole assembly was being prepared for a hydrothermablation (hta) procedure. According to the complainant, a high temperature alarm sounded but it is not known whether the system went into a cool down phase as intended. In addition, fluid was noted to be overflowing at reservoir and leaking at the heater canister. There were no patient complications reported with this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.